Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, after removal of the sheath, final angiography revealed vessel dissection. It was determined that the non-medtronic sheath (dry seal (gore)) punctured into the narrow and calcified external iliac vein causing a dissection. A percutaneous transluminal angioplasty (pta) was performed and a stent was implanted. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).